Manufacturer narrative:
Side release handle.

Event description:
It was reported by service report that the side release handle is broken and there were sharp edges. No pt involvement or adverse consequences reported.